Event description:
On (B)(6) 2009 the pt reported she received an e7 (electronic error) on her insulin infusion device and removed and reinserted the battery. When she tried to reinsert the insulin cartridge, she pulled the cartridge out and the plunger remained attached to the piston rod and the entire cartridge of insulin spilled into the cartridge chamber. The proper procedure for changing the cartridge was reviewed with the pt. She was advised to switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.